Manufacturer narrative:
Investigation summary: customer returned (1) 1/2ml, 6mm, 31g safetyglide insulin syringe in an open blister pack from lot # 8325563. Customer states that the needle end totally separated from the syringe. The syringe was returned with the safety mechanism/shield separated from the barrel. A review of the device history record was completed for batch# 8325563. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200794535] noted for pushrod/adapter not snap. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 14oct2019, holdrege received (1) 1/2ml, 6mm, 31ga bd safety glide insulin syringe in an open blister pack from lot # 8325563 material ns328447. The samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Visual inspection of the syringes found the safety mechanism (shield/pushrod/adapter) detached from the syringe. There was slight damage to the hub but no damage on the safety mechanism. There is no damage to the blister pack packaging. Process: the automatic syringe assembly machine assembles the barrel, stopper, plunger and needle assembly components into a syringe. The machine consists of several syringe assembly dials, inspection and transfer dials. This type of detachment can occur when the needle assembly transfer rail that feeds onto the barrel dial is misaligned causing the needle assembly to get damaged. Misalignment can occur due to component jams. A mis-assembled shield detection system (camera) is in place to detect missing or raised shield and will automatically reject the syringe. The camera detection is challenged each production shift. Investigation: DHR and logbook entries were looked at, nothing was found pertaining to this defect. Root cause: root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It has been reported that one syringe 0.5ml 31g tw 6mm bls 400 sg has been found with the cannula breaking off before use. The following has been provided by the initial reporter: it was reported that when the nurse removed the cap, the needle end totally separated from the syringe. Verbatim: insulin syringe (lot number 8325563p). The nurse said that she removed the cap and the needle end totally separated from the syringe. We are in the process of retrieving the sample.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 0.5ml 31g tw 6mm bls 400 sg has been found with the cannula breaking off before use. The following has been provided by the initial reporter: it was reported that when the nurse removed the cap, the needle end totally separated from the syringe. Verbatim: insulin syringe (lot number 8325563p). The nurse said that she removed the cap and the needle end totally separated from the syringe. We are in the process of retrieving the sample.